Event description:
Artegraft leaked during flush instructed per the IFU. The surgeon then sewed the graft proximal to the sfa and tested for the leak with blood. The leak in the artegraft was repaired by the surgeon and no harm was done.

Manufacturer narrative:
A review of the device batch history record was completed. Product batch 24jj432 met the requirements for all in-process testing (including pressure testing and sterility) and final visual inspection per ps 001, processing the artegraft. No issues were noted that could be related to this issue. A review of complaints was completed and there were no additional complaints were reported for 24jj432 or any issues noted. 100% of grafts manufactured are pressure tested and then visually inspected by two lemaitre technicians prior to release; it is not likely that a defect would have passed the inspection release process. A root cause could not be conclusively determined at this time. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time.